Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module's pump shuts off with any touch due to battery loose fit in pump during setup/preparation in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction h11: the device was received for evaluation. During functional testing, the battery was found loose fitting in the pump which aligns with the customer reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as the evaluator found a missing latch which could impact the battery¿s ability to be properly seated/installed in the pump. The cases require replacement to address this issue. The device issue of a loose battery would not lead to a death or serious injury if the malfunction were to recur. If this loose connector or part caused a device malfunction in a complaint, then the complaint would be coded for the malfunction. The malfunction of the pump shutting down is addressed under MDR report number 1314492-2023-04716 and all relevant evaluation information is captured under that MDR report. Should additional relevant information become available, a supplemental report will be submitted.